Event description:
It was reported that the only button on the device's keypad that functions is the on/off button. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. It was determined that the cause of this failure was that the conductive foam adhesive tape inside the device was loose and shorting the main pcb. Physio-control replaced the conductive foam and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.